Event description:
False negative result(s). User performed 3 flowflex tests prior to receiving a pcr and one flowflex test after. All flowflex results were negative. The pcr result was positive. User was symptomatic. User performed the first three flowflex tests on 10/9, 10/10, and 10,12. The received the pcr test on 10/14. The pcr result was received on 10/15. A final flowflex test was performed on 10/15.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2020191 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. Test results for retained samples of cov2020191 meet the qc criterion. We have not found the complaint issue for the retained cassettes. The complaint is not verified.